Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter. Eventually, the clip released after moving the handle back and forth, and the procedure was completed at this time. No patient complications have been reported as a result of this event. Regarding the patient¿s condition at the conclusion of the procedure, it was noted that there were no adverse events or patient harm. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.